Manufacturer narrative:
Section h6, health effect - impact code: corrected. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the heartmate touch screen flashing was confirmed. The submitted video showed a vertical and a horizontal white line flashing on the heartmate touch screen. The lines did not prevent information from being displayed or read from the screen. No product was returned for evaluation. It was reported that there were no other issues with the heartmate touch other than the flashing on the screen. It was also reported that it looked like something may have hit the screen which caused the observed flashing. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (rev. B) explain the operation of the heartmate touch system, including how to set up the heartmate touch communication system for use and how to turn on the tablet. The user is instructed to fully charge the heartmate touch tablet or plug in the power cable during set-up. Heartmate 3 instructions for use (IFU) (rev. B) chapter "equipment storage and care" describe how to care for, store, and clean all equipment, including the heartmate touch tablet. Heartmate 3 instructions for use (IFU) (rev. B) chapter 1 "introduction" informs the user to contact abbott for assistance if there are any questions after reading the manual. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported from cardiovascular intensive care unit that one of the monitors was frozen. Information was additionally provided that it seemed to be working fine other than it looked like something maybe hit the screen and was causing a mark/flashing on the heartmate touch monitor screen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.